Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the device's screen was not working. The device's lcd display needs to be replaced to address the issue. No repairs performed. The unit will be scrapped.